Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the screen freezes during est performance testing. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assy in user mode and performed est test. Leak, circuit compliance and o2 sensor calibration tests passed. During and after est test was being performed the touch screen was responding properly, however the touch screen was slightly inaccurate. When attempting to select a digital touch button, would have to touch the digital button higher than usual in order to select the button. Cycled the power into service mode and recalibrated the touch calibration. After recalibration the touch screen was still inaccurate, recalibrated the touch screen once again and it fixed the inaccuracy. Cycled the power back into user mode and re-ran est test several times and the touch screen was still responding properly.